Event description:
It was reported that a user experienced multiple low glucose events, with a lowest value of 38 mg/dl, in the setting of gastroparesis affecting appetite and glucose levels; the user intentionally used ¿less than¿ meal announcements to reduce delivered insulin and independently raised the cgm target range without consultation, which represents an incorrect procedure and a use-related issue involving the user interface. Symptoms included hypoglycemia with associated distress, diaphoresis, and shaking or tremors. Outcomes included an unexpected medical intervention with oral glucose treatment and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions and unintended use error, with the user interface being the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.